Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the myocardium resulting in unstable thresholds and required surgical repair. The lead was explanted, the atrial port of the implantable pulse generator (ipg) was plugged temporarily and the lead was later replaced. No further patient complications have been reported as a result of this event.